Event description:
It was reported that t2 was failed to deploy after t1 was deployed successfully, then the doctor took out the t2 and did not bring it back. No significant delay or patient injury reported. Procedure was completed with a back-up device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. Needle is bent dramatically in two directions. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device can be established.